Event description:
Crm received info that this right atrial lead dislodged the night it was implanted, resulting in loss of sensing. A chest x-ray noted that the lead had fallen into the ventricle. While attempting to reposition the lead, the helix mechanism functioned appropriately. However, every time the stylet was removed, the lead would dislodge. When the lead was removed, tissue was noted on the helix. A new right atrial lead was successfully implanted.